Manufacturer narrative:
This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿.

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the thermoelectric cooler solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The issue has been resolved and the device has been returned to use in good working condition. The compressor mini is equipped with a thermoelectric cooler. The thermoelectric cooler is a self-contained unit including a 12 v peltier device which has one cool side and one warm side. The compressed air is supplied to the cool side of the peltier device. When the temperature of the compressed air is lowered, moisture that remains in the air is partly transformed into water by condensation. This water is then collected in the water separator connected to the outlet of the thermoelectric cooler. Water in the air gas module may damage the air gas module. Unfortunately, the claimed part has been not available for the further analyze of the issue. The cause of the issue was related to thermoelectric cooler.